Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump would shut off and not power back on. It was reported that the pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap. No blank display during testing. No damage found on the lcd isolation tape, no off no power anomaly noted and had normal operating currents. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, corroded battery tube and cracked battery tube threads.